Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
H6 investigation summary : customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). After working with the region and providing log file analysis and providing regional applications support/visit, corrective action has been identified and is being implemented with vial storage rack replacement. The complaint is confirmed. Root cause of false positives is not known. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and identified that there are a high amount of drawers opened for more than 1 minute. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.